Event description:
The customer reported to olympus, that during the initial use of the single use aspiration needle na-u401sx during the endobronchial ultrasound (ebus) procedure the needle could not retract once deployed into the lymph node, after a few passes. As such, the scope was pulled out along with the needle and cut the needle tip in order to pull it out of the scope. The procedure was extended by about 15 minutes requiring additional sedation. Additionally, medical intervention was undertaken and the physician had to cut the endotrachael tube and readjust the tube and ventilation. It was ensured that airway was not compromised and bronchoscope was not damaged. The procedure was completed with a similar device. The patient's condition was not impacted and the procedure did not affect the patient's outcome or diagnosis.